Event description:
On 10/22/2008, the patient reported the piston rod on his primary insulin infusion device was "stuck." He said he switched to his backup infusion device, which he has been on for over a month. The patient was instructed to put a new battery in his primary device so that the history could be reviewed. The most recent alarm was an a3 (review time and date) followed immediately by an e10 (cartridge error) both of which occurred on (B) (6) 2008. The patient was assisted in performing the cartridge change procedure, during which the device made an abnormal noise and then displayed another e10 message. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be return for evaluation.